Manufacturer narrative:
The device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient was at home when he began experiencing red heart alarms. He was transferred by life-flight back to the implanting center. During the flight, he continued to experience multiple red heart alarms. He was admitted to the hospital where a device interrogation revealed multiple low flow alarms. The patient "appeared euvolemic on physician exam", but the decision was made to give him a 500ml fluid bolus due to low-flow alarms. After increasing the pump speed and administering the fluid bolus, the low-flow alarms resolved. About 2 hours later, the patient began experiencing more red heart alarms. He was given another 500ml fluid bolus and the decision was made to switch out the system controller. After the system controller was switched out, his low flow alarms ceased and his pi value increased. The patient remained stable with no heart failure symptoms.